Event description:
The tip cover was returned on a monopolar curved scissor instrument from (B)(4). There was no reported issue for the tip cover accessory.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a tip cover returned with the monopolar curve scissor instrument with no alleged issue reported for the cover with no reported issue. An investigation has been completed. The tip cover was found to have gouges on both the distal and proximal ends of the accessory. Grooves and marks were observed and measured approximately .028" to .476" in size. As a result of the gouges, the pellethane insert cavity ID was not legible. This failure is most commonly caused by mishandling/misuse.